Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va1hzrl, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturer representative (rep). It was reported that the patient re ported they fell backwards. They reported immediately after the fall, the device felt different to them. The rep met with the patient, they were informed the patient fell very hard and noticed the device felt like it broke. They stated they felt shocking. They were asked if they had turned the device off and they responded no, because it was still helping their urinary symptoms. The doctor ran an impedance check prior to the patient meeting with the rep and the doctor determined the system needed to be replaced. It was noted the doctor determined the lead broke when the patient fell after running an impedance check, high impedances were noted. The system was replaced on (B)(6) 2019. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient thought their ins was malfunctioning. No patient symptoms were reported and no further complications have been reported as a result of this event.